Event description:
It was reported that balloon rupture occurred. The target lesion was 99% stenosed and was moderately tortuous and severely calcified. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was taken out without any problem and replaced for a different model to complete the procedure. No complications reported, and patient status was good.